Event description:
It was reported that the patient presented to the hospital for an unrelated procedure. The pacemaker exhibited under-sensing and a voltage marker anomaly. No intervention was performed and the patient is being monitored. The patient is in stable condition.